Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a grit from the screwdriver has been observed at the screws.

Manufacturer narrative:
Product inquiry stated the screw rack with lid variax elbow system to be the primary product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item reported was documented as faultless prior to distribution. A physical examination could not be carried out as the device was not received for evaluation. Thus a reasonable examination and investigation was not possible. The reported event (¿grit from the screwdriver has been observed at the screws¿) could not be confirmed. The root cause could not be determined. A more precise statement is not possible based on the information given. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. Device will not be returned.

Event description:
It was reported that a grit from the screwdriver has been observed at the screws.